Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "I observed the scrub tech having difficulty getting the tray on the impactor. After sterile processing, inspection revealed the retention shoulder missing. The instrument did not delay surgery. Dr (B)(6) held the implant on the impactor before impacting."